Manufacturer narrative:
Per additional information received, bd has determined that this is not a reportable event.

Event description:
It was reported that the nurse received a low flow alert (alert 02) on the arctic sun device. The arctic sun device was not currently displayed an alert. The neonatal arctic gel pad was in place and the flow rate was 0.8lpm, the inlet pressure was -0.7psi with circulation pump command as 27%. The neonatal arctic gel pad was disconnected, rotated the connection and reconnected. The baby was in warmer but the tubing was going through an opening (not pinched). Baby was at target temperature of 33.5c but the flow rate remained at 0.8lpm. Suggested watching therapy since the patient was at target temperature. Asked nurse to call back if alert sounds again or if flow drops below 0.5lpm. Called back 1.5hr later. Nurse stated that the flow rate was 0.7-0.8lpm and baby was at target temperature. The rewarm set to start at 1pm. Asked the user to continue to watch the flow and patient temperatures and to call back of flow drops or patient was not maintaining temperature.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the nurse received a low flow alert (alert 02) on the arctic sun device. The arctic sun device was not currently displayed an alert. The neonatal arctic gel pad was in place and the flow rate was 0.8lpm, the inlet pressure was -0.7psi with circulation pump command as 27%. The neonatal arctic gel pad was disconnected, rotated the connection and reconnected. The baby was in warmer but the tubing was going through an opening (not pinched). Baby was at target temperature of 33.5c but the flow rate remained at 0.8lpm. Suggested watching therapy since the patient was at target temperature. Asked nurse to call back if alert sounds again or if flow drops below 0.5lpm. Called back 1.5hr later. Nurse stated that the flow rate was 0.7-0.8lpm and baby was at target temperature. The rewarm set to start at 1pm. Asked the user to continue to watch the flow and patient temperatures and to call back of flow drops or patient was not maintaining temperature.